Manufacturer narrative:
E1: initial reporter facility name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of sterile repeater pump tube sets had particulate matter contamination. It was reported that the sets appear to have been assembled differently compared to all previous batches. The sets include white sticky tape on the tubing. When removed, the tape leaves sticky residue, which is unsuitable for aseptic manufacturing. The presence of sticky residue in the critical zone represents a contamination risk and prevents the product from being used as intended. There was no report of patient injury or medical intervention associated with this event. No additional information is available.